Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The cause of light guide cover glue cracking is not during the manufacturing process but occurred afterward. There were scratches observed around the area during the device evaluation. As such, the possibility that external force was applied to the relevant part cannot be ruled out. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. There are no more details available about the blockage of the elevator channel. Air water channel cleaning adapter is being used for pre-cleaning. No in-service been scheduled for pre-cleaning and how to use the water channel cleaning adapter. Metricide opa cleaning and disinfectant solutions are used with the. The minimum effective concentration is being checked before every use. Automatic endoscopy reprocessor (aer) being used to reprocess the endoscope is medivator, serial number dsd-201. No issues have been noted with the aer. The sink was not backing up with water. There was no residue or biofilm noted in the sink of the aer. The last preventive maintenance for the aer was this year. The endoscope channel is being brushed during manual cleaning with a single use brush. Pre-cleaning is being performed immediately after a procedure. The endoscope is being leak tested prior to manual cleaning with olympus mu-1. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored vertically in a scope cabinet after reprocessing. The last reprocessing in-service conducted by an olympus endoscopy was when the scope was purchased.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, it was observed that the light guide cover glue was cracked at the distal end. In addition, the elevator channel flow failed. For more investigation, a bw-16c brush was used to check internal condition of the channel ; found channel clogged near s-mount. The user¿s complaint was confirmed. Also, ultrasound image was not good, with nine broken channels, and control body was chipped. There was no damage found to the u-connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned by the customer for repair of blocked elevator channel found during reprocessing. Upon inspection, it was observed that the light guide cover glue was cracked at the distal end. There is no reported harm to any patient. This medwatch is being submitted was the reportable issue of the light guide cover glue cracking.